Manufacturer narrative:
A lot history review has been requested, but has not yet been completed. Ten sealed blisters of the same lot were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, diameter and solution ph and conductivity. No visual attributes were observed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends were (B)(4).

Event description:
Info was received from our (B)(6) affiliate. On (B)(6) 2012, a pt reported being seen and treated by an eye care professional (ecp) on or about the morning of (B)(6) 2012, after experiencing acute pain, glare, and the pt could not open both eyes (ou). The pt was unsure of the exact date. Pt reported wearing 1-day acuvue moist brand contact lenses at the time of the event. This report is being submitted for the right eye (od). Please refer to report 1033553-2012-00065 for info regarding the left eye (os). The pt reported being diagnosed with keratitis ou, instructed to d/c contact lens wear for one month and was treated with two "kinds of eye drops." The pt also reported returning to the ecp weekly for follow up visits and that the last visit to the ecp was "the week of (B)(6) 2012" and the pt was allowed to resume wearing 1-day contact lenses at that time. This event is being reported worst case because the pt reported that the ecp "assumes" that the pt's ou "have been infected" and that an opacity ou was "detected", which might have remained if left untreated. No additional info is available at this time. The (B)(6) affiliate is attempting to obtain additional info from the treating ecp.